Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The insulin pump passed the high pressure test. The caller did not know the customer's basal rate settings, and stated she would speak with the customer's doctor and call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.